Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2013 the reporter contacted animas to report the pump would not power on. Troubleshooting revealed the battery cap was not secure and had never been replaced. The manufacturer recommends the cap be replaced every six months. There was no damage seen to the pump casing. The patient replaced the battery and tightened the cap securely, however the pump would not power on. The patient had dropped the pump on the floor. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: during investigation, the pump was unable to power on; no vibration or sounds were functional. A visual inspection showed a cracked battery compartment. The battery cap¿s threads are undamaged and the battery cap was able to fit to the pump securely. The keypad was found to be torn at the ok button. The keypad buttons were not able to be tested due to the power failure. There was evidence of contamination found under up arrow, ok and contrast key contacts. The pump was opened and evaluation revealed a failed solder connection on a component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.